Manufacturer narrative:
This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false (B)(6) architect (B)(6) result was generated. A patient sample generated a (B)(6) result of 3.86 s/co. The sample was repeated and a (B)(6) result of 0.28 s/co was generated. The sample was tested 2 more times and (B)(6) results of 3.70 and 4.61 s/co were generated. The customer suspects that the (B)(6) result was incorrect. There was no report of impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.